Manufacturer narrative:
(B)(4)

Event description:
It was reported that externalized conductors were observed when the asymptomatic patient presented in the or for an elective generator change. No electrical anomalies were detected. The physician elected to change the shocking configurations, and subsequent dft testing was successful. The rv lead will remain active with the new shocking configuration. The patient is currently stable.